Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and there was a leak at the hemostatic valve. It was reported by the caller, that there was a leak at the hemostatic valve of the vizigo sheath. The vizigo sheath was replaced, and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # pc-(B)(4).